Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The reported issue of the suspect device was resolved by performing repair/calibration of the device by the device trained customer. The device has been tested and the customer stated that it is working to service specifications. There were no parts replaced so nothing is expected to be returned for evaluation by the manufacturer.

Event description:
The customer reported the deliver fio2 out specification and positive end-expiratory pressure (peep)instability during servicing on this avea ventilator . The customer stated this issue was not associated with any patient event.